Event description:
It was reported that the newly implanted right ventricular (rv) lead perforated the apex. The lead was repositioned. It was noted to have perforated the ventricle again the following morning. The patient felt faint and fatigued and loss of capture was observed. The lead was repositioned again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.